Manufacturer narrative:
Correction: section d medical device model, section h imdrf f code, device manufacture date and manufacturer narrative. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 failed to open, device not detected on bus. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 failed to open, device not detected on bus. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 failed to open, device not detected on bus. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. As per part investigation, it was determined that the cause of the reported issue was thermal damage to components on the full height cubie pmc circuit board, resulting from an electrical failure that compromised drawer functionality. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of drawer 3 fails to open, device not detected on bus was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order # (B)(4), the fse reported that the station was inspected and verified reported issue. The fse noted full height pmc (pyxibus module controller) board leds extinguished and verified drawer controller not shorted. The fse installed replacement pmc board. Finally, the fse tested operation in hta (hardware test application) diagnostics and application with no issues noted. The report was closed. During dchu visual inspection: pn 151903-01, sn (B)(6): the pcba fh cubie pmc was received with signs of thermal damage on components u300, c301 and c302. No other anomalies were observed during visual inspection. During dchu testing: pn 151903-01, sn (B)(6): no dchu testing was required due to the signs of thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue drawer 3 fails to open, device not detected on bus was identified as thermal damage to components u300, c301 and c302 on the full height cubie pmc circuit board (pn 151903-01), resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the drawer which prevented the station from drawer recovery and proper functioning.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that power module controller was defective. A field service engineer replaced power module controller to resolve the issue and tested in diagnostics and application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 failed to open, device not detected on bus. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this event.